Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and following the implant, flow saturation and high purge pressure were observed. The pump subsequently stopped while components were being gathered for troubleshooting, replacement. The pump was removed and a new impella cp device was implanted for continuation of therapy. The patient was reported to be in stable condition following the event. Per the plan of care, the patient was successfully weaned from impella mcs with an uneventful explanted of the impella cp device.

Manufacturer narrative:
The investigation of pump stop, saturated flow, and high-pressure purge has been completed. Product was returned and evaluated. Biomaterial was found on the impeller and in the purge gap. No kinks were found in the pump catheter or purge cassette tubing. There was also blood ingress found in the purge line just above the motor housing. High purge pressure was reproduced while purging the pump in a bucket. When attempting to turn the pump on, there was an immediate pump stop due to high motor current. Data log review shows high pump flow upon pump startup with an upward shift in motor current shortly after. Purge pressure began to rise within the first 10 minutes of the case and then varied before eventually trending up past 1000 mmhg before the pump stop. Just before the pump stop, motor current shifted upward again and pump flow was saturated. Based on logs, the pump was able to be restarted after the first pump stop but stopped again shortly after and could not be restarted again. Pump stop: the root cause of the pump stop was most likely biomaterial since biomaterial was found on the impeller and purge gap, blood was found in the purge line, data logs show high purge pressure and saturated flow just before the pump stop, and the pump stop reproduced in the lab. Saturated flow: the root cause of the saturated flow was most likely biomaterial since biomaterial was found on the impeller and purge gap, blood was found in the purge line, and data logs show high purge pressure and upward shifts in motor current. High purge pressure: the root cause of the high purge pressure was most likely biomaterial since biomaterial was found on the impeller and purge gap, blood was found in the purge line, the high purge pressure reproduced in the lab, and data logs show upward shifts in motor current. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26978 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 medical device problem codes 1491 and 2964 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26978.